Event description:
Complainant alleged that during set-up of the device prior to being used on a pt (age & gender unknown) the device failed to power up. Complainant indicated that there was no pt involvement in the reported malfunction.